Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: during investigation, a review of the pump¿s black box showed the data from the event date had been overwritten; there was no activity outside of normal use observed in the cgm history. A test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The pump¿s cover was removed and no intermittent condition was found to the cgm module or to the printed circuit board. The original complaint of an ant icon alert in place of cgm readings was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm reading for more than three hours while the cgm was in range. The issue occurred with multiple transmitters. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.